Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory. After cutting the device open, it was found that one of the hv capacitors was swollen. The hv capacitors were sent to the manufacturer for further evaluation. Analysis found an internal short within one of the hv capacitors. This caused the extended charge time.

Event description:
At follow-up, an alert message was observed stating that the charge time limit is reached. The device was explanted due to extended charge times.